Event description:
A (B)(6) year old male patient who did not have any history of cardiovascular medical conditions or cardiovascular surgical procedures experienced a cardiac arrest at 09:15 on (B)(6) 2014. The arrest was witnessed and occurred at the patient's home. Bystander performed chest compressions and applied an AED defibrillator prior to ems arrival. Patient did not achieve return of spontaneous circulation (rosc) prior to ems arrival. Ems received a call at 09:17 and arrived on scene at the patient's side at 09:25. Manual CPR was initiated by ems at 09:25. Patient was also shocked at 09:25 and given medications. A rhythm check was performed at 09:25 and indicated that the patient had ventricular fibrillation (vf). Rosc was not achieved after ems arrival. Patient did receive another form of cooling such as ice packs or surface cooling prior to arrival to the hospital. Patient presented with spontaneous breathing at the time of admission to the hospital. Patient arrived at the hospital and was given amiodarone and calcium. He was in coma and a vegetative state. His glasgow coma score was 3 which indicated no eye opening and no verbal or motor responses. Patient was transferred to the cath lab and was administered anti-shivering medication. A zoll ivtm quattro catheter was successfully inserted into the right femoral vein at 11:00 on the first attempt. Patient was successfully cooled to target temperature. Rewarming of the patient was started on (B)(6) 2014 at 16:00. Patient was not systemically anti-coagulated until the 4th day. A tc craneal procedure was performed on (B)(6) 2014 and an eeg was performed on (B)(6) 2014. Patient first awakened on (B)(6) 2014 at 12:30. Patient was extubated on (B)(6) 2014 and discharged from the ICU on (B)(6) 2014. An ECG, abdomen tc, abdomen eco and coronary tc were performed on (B)(6) 2014. The patient experienced a deep vein thrombosis (dvt) on (B)(6) 2014 at 14:00. The clot was identified by an ECG and was located in the inferior vena cava at the hepatic level and reached the right atrium. Patient was given a full-dose of anti-coagulation to mitigate the dvt. There were no vessel injuries caused by the zoll catheter. In addition, patient did not have any symptoms of dvt. Patient was discharged from the hospital on (B)(6) 2014. He was conscious and alert upon discharge.

Manufacturer narrative:
The zoll ivtm quattro catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device malfunction. In addition, there were no vessel injuries caused by the zoll catheter. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. .